Event description:
It was reported during the laparoscopic nissen fundoplication, the surgeon reported the harmonic scalpel was not cutting or coagulating as well as it should while using the lcsk5. The surgeon switched to an lcs16 during omental and short gastric division. The rep reported clips were used to control bleeding and the case was completed. There was no consequence to the pt.